Event description:
During procedure for placement of a permcath catheter, the sheath covering the introducer failed to split cleanly away from the introducer. The introducer sheath was cut away to preserve placement. Pt experienced more than usual blood loss during the procedure.